Manufacturer narrative:
Results: a non-penumbra hemostasis valve was clamped to the proximal end of the ruby coil pusher assembly. The pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was fractured and kinked in multiple locations along its length. The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil, and the stretch resistant (sr) wire was fractured inside the proximal constraint sphere. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly, and the embolization coil sr wire was fractured. This damage, along with the fracture and the multiple kinks located on the length of the pusher assembly were likely incidental. The observed damage likely occurred during attempts made to forcefully withdraw the ruby coil from the microcatheter, or during packaging for return. Due to the observed damage, and since the microcatheter was not returned for evaluation, it was not possible to determine the root cause of the initial complaint. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil was advanced through another manufacturer's microcatheter and into the target vessel. The physician decided to pull back on the ruby coil pusher assembly to reposition the coil; however, the ruby coil would not retract back into the microcatheter. The physician then retracted the microcatheter all the way back through the outer sheath and was able to remove the ruby coil from the patient. While on the back table, the technologist removed the ruby coil from the microcatheter and the microcatheter was reinserted into the patient. The physician continued the procedure using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.